Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated she has not used the therapy in close to a year. Pt stated she needs the therapy but it would wake her up at night with surges up her legs so she stopped using the therapy. Pt stated she noticed the surges of stim in her legs (B)(6) 2021. Pt stated she is in so much pain now that she wants to use the therapy again. Troubleshooting suggested that pt contact her doctor and have her programming checked / adjusted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back repeating they hadn't used the implant in a while. Patient said they wanted to use it again, but forgot how to work the device and asked for help learning how again. Agent had pt plug in recharger and pt reported no device found. After hitting recharge, pt entered passive recharge mode (middle number 91). Pt will continue going through passive recharge and call back if they can't start charging after 3, 10 minutes cycles, or if they have any other questions. Pt called back repeating information in this case. Pt said they were able to charge the ins and now the screen said stimulation is off. Agent reviewed how to turn stim on using top white button. Pt was wondering what settings to be at, agent reviewed how to adjust stim and redirected to hcp to contact a rep for assistance checking/adjusting stim settings if needed.